Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A service & repair evaluation was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 391.98 with lot number(s) t985139 is a lot/batch controlled item. The manufacture date of this item is 4-mar-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: part # 391.98, lot # t985139, manufacturing date: 27-feb-2013 review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 27-feb-2013. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the plate cutter for 1.0mm, 1.3mm,1.5mm, 2.0mm plates is broken. The issue was discovered in sterile processing. No patient involvement. No specifics were provided on how the device is broken. His complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed. The customer reported the item was broken. The repair technician reported the cutting edge was broken. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. A product development investigation was performed. The following complaint device was received by customer quality (cq): one plate cutter for 1.0mm, 1.3mm,1.5mm, 2.0mm plates (part number: 391.98, lot number: t985139, 27feb2013). The part was received with the following complaint description: ¿service and repair department documented that the plate cutter for 1.0mm, 1.3mm, 1.5mm, 2.0mm plates is broken. The issue was discovered in sterile processing. No patient involvement¿. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and service and repair (s&r) review were performed as part of this investigation. Visual inspection of the complaint device shows several chips along the cutting device edges which may hinder the device from functioning as intended. The balance of the device is in fair condition with signs of wear and tear. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Replication of the complaint condition is not applicable as the device is already broken. Unable to determine a definitive root cause; however, the complaint condition was most likely caused by excessive force or cumulative damage over lifetime of the device. It is not likely that the design of the instrument contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.